Event description:
The following has been reported: the department indicated that it had programmed the pump at 21ml/h, which would have infused more quickly. The biomedical department has extracted the pump logs via partner in order to carry out an initial reading of the logs. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. During device log review, no infusion at 21ml/h was found, only at 83ml/h on the reported date. Only one occlusion alarm stopped the infusion which is nothing unusual. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.